Event description:
"On or about (B)(6) 2010, a sparc sling system was implanted with the intention of treating the plaintiff for "stress urinary incontinence." It was reported that "in about (B)(6) 2010, plaintiff began to have bladder leakage," and sought medical attention. Plaintiff's attorney alleges that "after and as a result," plaintiff suffered "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue," "continual bladder and urethra infections," "hardening, chronic pain, dyspareunia" and "recurrent incontinence" leading to the need for vaginal surgery. Also alleged, plaintiff has experienced significant mental and physical pain and suffering, has required additional medical treatment and she has sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.